Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The rota device used in the procedure was returned within the returned rota device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 140cm from the distal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported events, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the rotawire. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the burr was advance in a pecking motion. Upon withdrawal, it was noted that, the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another of same device. No patient complications were reported.